Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube cancer ('malignant tumor in fallopian tube') and abdominal pain lower ('severe lower stomach pains and cramps, sometimes paralysed to a foetal position on the floor') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In october 2019, the patient was found to have fallopian tube cancer (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), feeling abnormal ("brain fog"), memory impairment ("memory problems"), mood swings ("mood swings") and emotional disorder ("sensitivity"). The patient was treated with surgery (essure was removed). Essure was removed in october 2019. At the time of the report, the fallopian tube cancer, abdominal pain lower, back pain, feeling abnormal, memory impairment, mood swings and emotional disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, emotional disorder, feeling abnormal, memory impairment and mood swings with essure. The reporter considered fallopian tube cancer to be related to essure. The reporter commented: the patient experienced severe lower stomach pains and cramps, sometimes paralysed to a foetal position on the floor, pain often lasted for weeks. In october, the essures were removed, and a malignant tumor was found in the fallopian tube. She now has a strong suspicion that the essure micro-implant has contributed to the appearance of the tumor. Now she has to undergo another surgery to remove ovaries, omentum, etc. And take additional samples and tests. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube cancer ('malignant tumor in fallopian tube') and abdominal pain lower ('severe lower stomach pains and cramps, sometimes paralysed to a foetal position on the floor') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2019, the patient was found to have fallopian tube cancer (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), feeling abnormal ("brain fog"), memory impairment ("memory problems"), mood swings ("mood swings") and emotional disorder ("sensitivity"). The patient was treated with surgery (essure was removed). Essure was removed in (B)(6) 2019. At the time of the report, the fallopian tube cancer, abdominal pain lower, back pain, feeling abnormal, memory impairment, mood swings and emotional disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, emotional disorder, feeling abnormal, memory impairment and mood swings with essure. The reporter considered fallopian tube cancer to be related to essure. The reporter commented: the patient experienced severe lower stomach pains and cramps, sometimes paralysed to a foetal position on the floor, pain often lasted for weeks. In october, the essures were removed, and a malignant tumor was found in the fallopian tube. I she now has a strong suspicion that the essure micro-implant has contributed to the appearance of the tumor. Now she has to undergo another surgery to remove ovaries, omentum, etc. And take additional samples and tests. Amendment: the report was amended for the following reason: after an internal review, patient problem code was updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.